Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8590-1 lot# n310976, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was reported, an infection occurred. The patient's initial pump-catheter system was explanted due to a pump pocket site infection, located in the patient's right abdomen. The patient experienced poor wound healing. It was unknown if a culture was obtained. The device system was used to deliver morphine. It was reported, the patient is now receiving adequate therapy. A follow-up report will be sent if additional information becomes available.